Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok access device, the device experienced the inability to fill the tube completely. This event occurred once. The following information was provided by the initial reporter. The customer stated: "when in use, the blood cannot drawn."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 12 retention samples from bd inventory were evaluated by visual examination for clogged cannula and leakage testing and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd luer-lok access device, the device experienced the inability to fill the tube completely. This event occurred once. The following information was provided by the initial reporter. The customer stated: "when in use, the blood cannot drawn."